Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose level at the time of the incident 46 mg/dl at and current blood glucose level 205 mg/dl. The customer was treated with food. The customer stated that pump does not allege over delivering. The customer was advised to monitor pump and blood glucose levels. The insulin pump will not be returned for analysis.